Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. If no additional info becomes available, pajunk considers this file as closed.

Event description:
(B)(4). Event took place in (B)(6). Cannula broke inside pt. Was removed. Pt is doing well.